Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. The moisture damage was found on motor home switch. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 57 mg/dl at the time of incident. The customer's mother stated that they treated the blood glucose with food. The customer's mother stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.